Event description:
Pt came for outpt elective tubal ligation. First endopath was inserted (5mm) & unable to fire; second endopath (10/12) inserted, but was unable to visualize. 3rd endopath inserted in the supra-pubic area & the physician visualized hematoma arising in the sacral promontory area. A vascular surgeon was called in & placed a patch near the common iliac bifurcation. The pt had to be converted to a laparotomy & received cellsaver blood as well as 2 units of blood.